Event description:
It was reported that the patient had a lead revision. After the revision, lead impedance was within normal limits. The suspect lead was discarded after surgery. No additional relevant information has been received to date.

Event description:
It was reported that high impedance was detected on a patient's device within a year of generator implant. The physician did not know the cause of the high impedance. It was reported no falls or trauma were noted to have occurred. Surgical intervention has not been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device operator, corrected data: initial MDR inadvertently listed incorrect operator.